Event description:
It was reported that the patient presented for an implant procedure. X-ray imaging was performed after the procedure and the atrial lead was found to be dislodged. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.